Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025; in order to remove the abutment and replaced during the same surgery. Additional information has been requested but has not been made available as of the date of this report.